Event description:
Customer reported the system will not boot up. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and determined that the ps1 power supply needs to be replaced. Parts through ge are available, system is past end of life. Customer will contact through 3rd party for parts and repair.